Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil on the first cdh was not able to connect to the trocar once the purse string had been formed. A new cdh was opened and the anastomosis was formed. On inspection after surgery, the two anvils fitted perfectly onto the second device trocar but neither anvils fitted on the first device trocar. The procedure was prolonged for at least an hour and a half.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2020. D4: batch # t5ee6x. Per photographic evaluation: upon visual inspection of one video, the following was observed: the video shows a device from guide face area with the trocar extended and the user is trying attached two different anvils in the trocar. However, the damage on the trocar does not allow attached them. Based on the video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. No functional test was performed due the condition of trocar. In addition, an extra anvil was received, with the anvil half washer was received. No conclusion could be reached as to how the trocar became damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.